Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual bolus. The customer reported that the insulin pump button was unresponsive. Customer was assisted with troubleshooting but the issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08565 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.